Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, lung disease, reduced cardiopulmonary reserve. The patient has passed away. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The product investigation laboratory is unable directly address the symptoms outlined in the complaint. There was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Product investigation laboratory can confirm the presence of contamination in the airpath, likely from a source external to the device. There is unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card. There is an unknown dust contaminate present at the iso port entrance. A review of the dreamstation config/error log found the following: 1 error, 0 blower and 0 therapy hours, suggesting that the device was reset prior to product investigation laboratory receipt. 36047.8 machine hours were logged. E053 occurred 1 time and is a continue level error. During a change to the compliance logger, the semaphore timer expires, and the semaphore is released. This error (e053) is deliberately not logged if the modem or bluetooth on board has control of the semaphore, since loss of communication or modem resets are expected occurrences. A continue type error is recorded in nvram and the unit continues to operate without noticeable alteration. These errors do not impact the results of this investigation. Care orchestrator data unavailable. Using a known-good power supply and power cable, pil verified the base unit provided airflow and the heater plate heats. Pil performed an internal investigation. The base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored. Blower grommet found to not be seated within blower housing. An internal investigation was carried out on the humidifier base. Pil observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, lung disease, reduced cardiopulmonary reserve. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.